Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board has been replaced to fix the reported condition. Additional: the user interface module software version is 7.01.00, categorized as unremediated. Similar reports have been received for the reported problem. A service history review revealed that the device has not been previously serviced by baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure, which interrupted delivery. This event occurred during product training. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.